Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Pump received. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm and power error detected. The customer¿s blood glucose level was 75 mg/dl. The customer declined flow block alarm. The self-test was performed and it was passed. The insulin pump will be returned for analysis.